Manufacturer narrative:
The complaint states the balance sizer would not properly turn in either direction. The stylus will not side over the balanced sizer. The devices were reviewed by bioengineering and a report was received stating the prongs have been measured with vernier calipers to determine the relative deformation of the device. It¿s found that the prongs have been bent inward, and the locking nut is missing from the device. Root cause: use error. The complaint shall be closed with to user error; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The balance sizer would not properly turn in either direction. The stylus will not side over the balanced sizer.